Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: peng zhao wei, shen jin. ¿ curative embolization with onyx for brain arteriovenous malformations a clinical study.¿ j intervent radiol. Vol.22, no. 2; 2013. Doi:10.3969/j.issn.1008-794x.2013.02.002 . MDR's related to this report: 2029214-2017-00526, 2029214-2017-00527 and 2029214-2017-00528. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that complications occurred in 11 patients permanent neurological deficits in 1 patient. There was a total of 40 patients with brain arteriovenous malformation (bavm) treated between (B)(6) 2008 and (B)(6) 2012 with onyx..